Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system failed to complete start up and would get stuck at the x-ray is starting up screen. As a part of troubleshooting, the fse reviewed the system log files and identified lot of suite pc errors. To resolve the issue, the fse replaced the suite pc, reloaded software and restored backups. The defective part was returned for further analysis; however, the supplier¿s evaluation could not determine the cause of the parts failure. Following replacement, the system was returned to use in good working order. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system's suite computer was unable to boot, stalling at the screen message "x-ray system is starting up". The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.